Event description:
It was reported that during a device interrogation, the right ventricular (rv) lead showed high rv coil and high superior vena cava (svc) coil impedance measurements and the left ventricular (lv) lead impedance was also high. It was noted the polarity of the lv lead was programmed tip-rv coil and the lv lead did not show "anomalous value" when the rv coil was not used. In addition, pocket manipulation and shifting in posture tests were carried out to check the possibility of noise with rv coil and svc coil respectively after egm source was changed and as a result, the polarity with source of rv coil sometimes showed anomalous wave. A loosened pin was suspected and the device was reprogrammed. The physician decided to continue to monitor the patient via remote monitoring due to the condition of the patient at the time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil and the rv (right ventricular) defibrillation coil was beyond the expected upper range. It was noted during the week ending on (B)(6) 2015, the rv coil impedance measured 201 ohms and increased to 254 ohms during the week ending on (B)(6) 2015, and during the week ending on (B)(6) 2015, the svc coil impedance measured 204 ohms and increased to 254 ohms during the week ending on (B)(6) 2015.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 6940, implanted: (B)(6) 2002. (B)(4).